Event description:
The electrode migrated into the outer ear canal and was accidently pulled out. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. During an ent visit the electrode lead was found extruded into the external ear canal and the electrode array was accidentally pulled out of cochlea. Therefore the concerned device was explanted. This is an initial and final combined report.